Event description:
Reportedly, during pt use, the ventilator stopped functioning and there was a 'system error'. The internal battery could not hold charge. The pt was manually ventilated before being transferred to another ventilator. There were no adverse pt effects reported.